Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record (DHR) for the lot number, aa7086r01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. All information reasonably known as of 16aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the "t-tacks separated while patient was still on the floor. There was no patient injury and the gastrostomy tube was re-positioned. The patient was discharge from the hospital." Additional information was received on 26-jul-2017 that states the incident date was (B)(6) 2017. The issue with the t-tacks was discovered on (B)(6) 2017 in a cat scan. The t-tacks was placed on (B)(6)2017. No additional information was provided.